Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and the right atrial lead exhibited noise. After both the leads were explanted using laser; the patient¿s blood pressure suddenly dropped. The patient¿s super vena cava was dissected, and the physician immediately initiated surgery to repair the tear. After the tear was repaired and the patient stabilized, epicardial leads were implanted. The patient was in stable condition.